Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the seventy degree suction was damaged. There was no patient present when this issue was identified. It was later noted that the suction can still be verified but can take several attempts to do so.